Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no product label with a bd syringe 3ml posiflush xs ce ema. This was discovered prior to use. The following information was provided by the initial reporter: the item bd posiflush xs 3ml received from the store without label, so there is no grading on the syringe, no lot number or expiry date, the syringes lack the sticky label. Also the lot number is not clear oq high.

Manufacturer narrative:
H.6. Investigation summary: the complaint sample and photos received were analyzed and both verify the issue identified. The batch number is unknown, and therefore a DHR review could not be completed. The sample did not have a barrel label applied to the syringe, this may have happened as part of an isolated occurrence due to a vision camera failure on the machine. The vision camera may have picked up a reflection from the machine causing the camera to think that the barrel has a label applied. Based on the investigation this may have happened as part of an isolated occurrence due to a vision camera failure on the machine. H3 other text : see section h.10

Event description:
It was reported that there was no product label with a bd syringe 3ml posiflush xs ce ema. This was discovered prior to use. The following information was provided by the initial reporter: the item bd posiflush xs 3ml received from the store without label, so there is no grading on the syringe, no lot number or expiry date, the syringes lack the sticky label. Also the lot number is not clear oq high.